Manufacturer narrative:
Follow-up #1: date of submission : 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: a review of the pump¿s black box revealed evidence of a voltage drop in an error, alarm, warning. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The current draws were within specification. A ¿battery life¿ issue was not duplicated during investigation. Unrelated to the original compliant, there was evidence of moisture contamination inside the battery compartment. A leak test was performed and passed. The pump case was removed and there was no additional moisture inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.